Event description:
It was reported that an alarm occurred along with multiple occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. The customer was educated about changing the trusteel infusion sets every 24-48 hours, which they understood and acknowledged.